Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant prosthesis and experienced left-sided rupture and cutaneous contour deformity postoperatively. The patient stated that she could feel the left implant over her skin and noticed a thickening scar on her left breast. In addition, the patient experienced left-sided rupture. The patient had a consultation with a healthcare professional, and the diagnosis was confirmed via physical examination. As a result, the patient underwent explantation on (B)(6) 2021.